Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high impedance and elevated thresholds. A lead fracture was suspected; however, the fracture could not be confirmed via fluoroscopy. Additional information received which indicated that this lead was fractured. This lead was replaced. No additional adverse patient effects were reported.